Manufacturer narrative:
Further info from the reporter regarding the event details has been requested. No additional info is available at this time. The event of erythema syndrome is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for the event. The event is being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported implantation of seri and concomitant breast implant on (B)(6) 2014 during left side augmentation mastopexy surgery. Post-implantation on (B)(6) 2014, pt presented with redness in the left breast. The redness was isolated to the skin directly overlying the seri treatment included silvadene and antibiotics. Device remains implanted and is unavailable for return.